Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3612220 and product code 810081.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and the mesh was implanted. Post-op, the patient experienced burning sensation, repeated urinary and vaginal infection, vaginal loss, dyspareunia, migraine and fatigue. It was also reported that the patient is feeling that everything wants to tear and no longer able to wear a tampon. No further information is available.